Event description:
During baxter's functional testing of a spectrum pump, the device alarmed downstream occlusion when no occlusion was present. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed but did not reproduce the false downstream occlusion. The eval determined the cause was an under-shimmed pressure plate gap which resulted in high sensor readings. The downstream tubing guide and gasket were replaced.